Manufacturer narrative:
The sapien xt valve was not returned to edwards as it remains implanted in the patient. Medical records review revealed the sapien xt valve was successfully implanted in the aortic position. One month post implant, echo indicated a well seated valve with trivial transvalvular regurgitation and a peak gradient of 11mmhg and a mean gradient of 6mmhg. Two months post implant, the patient presented with shortness of breath (sob) and persistence atrial fibrillation (afib). The physician explained that the afib could be causing the sob. Atrial ablation was scheduled. Tte performed 1-year post implant indicated a well seated valve without stenosis and trivial central regurgitation. The peak gradient measured 24mmhg and the mean gradient measured 13mmhg. It was also reported that the patient was doing well and did not need to return to the cardiac surgery office for future follow-ups. The recommendation was made that the patient continue with their cardiologist for yearly check-ups. Five (5) years post implant, the patient was found to have prosthetic aortic valve stenosis. A sapien 3 ultra valve was implanted during a valve in valve procedure. The patient tolerated the procedure well and was discharged to home in stable condition on postoperative day 2. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve degeneration 6 years and 10 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 6 years and 2 months post implant of a 26mm sapien xt valve in the aortic position, a 26mm sapien 3 ultra valve was deployed during a valve in valve (viv) procedure. The reason for the viv was not provided. No further information regarding this event is available at this time.